Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt was experiencing high pump powers, and the pump was explanted. The (B)(6) report stated that the device was exchanged due to suspected acute thrombosis with hemolysis, power spikes, and red heart alarms. The report also stated that the inflow cannula was kinked and tilted anteriorly and no thrombosis was found on the final note.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. The attached user facility report was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.